Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "strep throat" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of "strep throat" is considered an unexpected adverse drug experience. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation.

Event description:
Health professional reported the serious, non-device related event of "strep throat" after a patient was injected in the cheeks with 1 syringe of juvéderm volite¿ xc. Patient was treated with antibiotics. Events have resolved.